Event description:
There were frequent alarms during iabp. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 11/18/97.) (Pt's current status: unk - rpt'd 11/18/97)